Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-06115. It was reported the pt experiences shocking sensations and power surges when turning, bending and/or laying down. Add'l info identified the pt is experiencing pain at the implant site (unk site). The pt stated reprogramming and replacement charger were unable to resolve the issues. The pt is no longer using his scs system and is scheduling an explant procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.